Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 132 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer reported that the night before, his reading was 455 mg/dl. The customer was unable to troubleshoot because he was driving. The customer was advised to call back if problems persisted.